Event description:
It was reported that an aleutian an coronal inserter and outer shaft/handle were broken at the base intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the inserter.

Manufacturer narrative:
The device was inspected and it was confirmed that the tip of the inserter, which engages to the outer shaft internal threads, was fractured. Complaint history records were reviewed for this catalog number, no adverse trends were identified. The cause of the reported event is most likely multifactorial. The sales representative confirmed that the surgeon used excessive force on this device during the procedure, which likely contributed to the tip fracture of the device. They also confirmed that this device has been used for at least 3 years, so normal wear also could have contributed to the tip fracture as well.

Event description:
It was reported that an aleutian an coronal inserter and outer shaft/handle were broken at the base intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the inserter.